Manufacturer narrative:
Visual analysis was performed on the returned device. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The supera instruction for use (IFU) instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. In this case, it is likely that failing to retract the tip and locking the system lock prior to removal contributed to the tip detachment. The investigation determined that the reported difficulties and subsequent treatment to retrieve the separated tip were use related. The tip detachment occurred due to failing to retract the thumbslide and lock the system lock prior to removal, resulting in the tip catching on the stent and/or anatomy causing the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the deep ileo-femoral artery, via cross over access. The supera stent was implanted; however, during removal, the stent delivery system tip separated and remained in the distal part of the sheath. Reportedly, the physician failed to lock the system during the procedure and the thumb slide was not fully retracted to the start position prior to removal of the delivery system. The separated segment was retrieved via lasso. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.